Event description:
It was reported that a pt underwent a blepharoplasty procedure on an unk date where topical skin adhesive was used. One day after the procedure, the wound reopened. A second procedure was performed; however, it was reported that the repair did not "look good." The surgeon tried to schedule another surgery with the pt, but the pt so far has not kept in touch with the surgeon.

Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.